Manufacturer narrative:
No patient information provided as no patient was involved in this concern. After replacement of the motion control box, a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The motion control box was returned to the manufacturer for analysis. Testing found that upon immediately pressing the "m" button, the loud described noise occurred. Though all other functions occurred without fault. The confirmed malfunction led to an electrical based failure due to communication errors. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system door was unable to open. The gantry would make a loud clanking sound when trying to spin the rotor. Initial troubleshooting was performed by replacing the motion controller and re-homing the system. This resolved the reported issue. There was no patient present when this issue was identified.